Manufacturer narrative:
The investigation revealed that the capacitor on the rf control board failed within two years of service.

Event description:
During functional testing of the generator, ports 1, 3 and 4 were not reaching target temperature. This did not occur during a procedure. No patient was involved or prepped and no adverse events occurred.